Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the maryland bipolar forceps instrument were not aligned. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grips-tips bent. One grip was bent, causing side to side misalignment of the grips. There was a .244 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Evidence not conclusive, however, the bent grip damage was likely due to mishandling. The electrical continuity test was performed and passed. Failure analysis also observed thermal damage on the yaw pulley. The yaw pulley had a small damage towards the bottom of the pulley. The damaged area measured approximately .080. Failure analysis also observed frayed pitch cable at the distal clevis. The frayed stands stuck out approximately .160. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.